Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic procedure, the subject device was used. The cutting wire of the subject device broke off during activation. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the cutting wire.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The factory of aomori olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the cutting wire broke since the tube was insufficiently protruded from the endoscope and the cutting wire was too close to the endoscope while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction.